Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported unspecified insertion issue with the abbott diabetes care (adc) sensor. The customer mentioned that when they attempted to remove the old sensor after its lifespan, it tore the skin. The caregiver then cleaned the area with cotton and hot water, applied a plaster, and went to the hospital for a "surgery". However, they did not see a doctor or healthcare professional, as no appointment was available. There was no report of death or permanent impairment associated with this event.